Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. No blood glucose levels were reported. It was reported that prior to the hospitalization, the customer had an inflammation of throat and took antibiotics. No troubleshooting was performed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.